Event description:
It was reported the parkinson's disease patient¿s lead was implanted at the time of report. When the patient¿s surgeon was going to implant their implantable neurostimulator (ins) ¿the patient had epilepsy accompanied with airway spasm occlusion.¿ the patient ¿didn¿t breath and their heart stopped beating¿ at that time. The patient was ¿rescued¿ and ¿saved¿ following the incident. The patient was conscious at the time of report and was ¿in hospital for observation if she can continue the surgery.¿ the patient was noted to have had their ins implanted four days later and ¿had good recovery.¿ it was noted the patient¿s ¿doctor didn¿t think [the event] was related with the product.¿ the cause of the event had not been determined at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).